Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace insert was used for a surgical task and then suddenly stopped working. Troubleshooting was performed by inspecting the instrument and cleaning the blades; however, the issue persisted. System prompted "instrument was invalid." Replacing the instrument to the backup resolved the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. It was further reported that the da vinci surgeon has performed 2000+ operations and is very skilled in using of ultrasound knife.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported complaint. Failure analysis found the primary finding of broken blade to be related to the reported complaint. The blade broke at the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with the other instrument while the device is activated. Scratches on the blade tip may lead to premature blade failure. Blade damage could be detected by the generator with a solid tone or an error.